Event description:
It was reported that the clinical staff noticed a burning smell emanating from the infuser during the initiation of blood products. Additionally, a leak was observed at connection site #4 of the blood tubing. The tubing was primed, and after the device was plugged in and turned on, it started to heat, and the rn noticed a leak. The tubing was not connected to the patient, and the diagnosis was for train versus pedestrian. There were no patient involvement and no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.